Event description:
It was observed that during the device evaluation, the subject device exhibited flickering in the image, a malfunction in the camera cable, corrosion on the video connector and electrical contacts, and corrosion on the scope mount. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flickering in the image, a malfunction in the camera cable, corrosion on the video connector and electrical contacts, and corrosion on the scope mount. Based on the results of the investigation, it is likely that the following led to the malfunction: the phenomenon was reproduced when the equipment was inspected at the repair section, but the cause could not be identified based on the complaint information and investigation results. It was likely that the camera cable malfunctioned, preventing normal communication and causing image flickering. Additional phenomena were newly identified during equipment inspections at the repair department, but the cause could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.